Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) unit was having battery error. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact : (B)(6). A getinge field service engineer (fse) inspected the unit and found the error as visual inspection notice message at turn on "battery need maintenance" as a "log fault 37" performed the pm with full calibration, functional testing and safety check to factory specifications.